Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of excessive no deliveries from the insulin pump. The customer's blood glucose reading was 172 mg/dl. The mother stated that there were over 200 units of insulin in the pump, but the pump stated that was no insulin. When the customer took a bolus, it read no delivery. No further assistance was provided.